Manufacturer narrative:
The reagent performs within specifications. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling in combination with a maintenance issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for 11 patient samples tested with elecsys hbsag ii on a cobas 6000 e601 module. All 11 samples resulted in negative values when measured on the e601 analyzer. The samples were repeated on a second e601 system and all results were positive. No specific results were provided. The customer noted they also received low patient values for other tests. No specific data was provided.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The customer performed maintenance on the sample probe and replaced reagents. After a re-start of the instrument, the issue was resolved. The field service engineer checked probe adjustments and there was no abnormality. The gear pump pressure and wash water amount were checked and there was no abnormality. The sample and reagent probes were replaced. The sipper nozzle flow path was cleaned. The water supply pump and syringe set were replaced. The mixer and reagent probe wash volumes were adjusted. The customer confirmed no further issues occurred after these service actions. The investigation is ongoing.